Event description:
It was reported by the customer PICC maintenance was performed on the patient at 10:10, and it was found that the lateral cord of the fixed wing of the peripheral catheterization central venous catheter could not be fixed, the product could not be used normally. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.